Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer aspheric single piece lens. Stated lens not exiting shooting device. The lens is defective. There was no pt contact. The lens was discarded. Reporter stated no additional info is available.

Manufacturer narrative:
(B)(4). Eval method: - lens work order search. Results: - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): the product pertaining to this claim was not returned for eval. Based on the complaint history, work order search, a specific root cause of the event could not be determined. #(B)(4).